Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that the guide wire was being used in a peripheral case to treat an occluded lesion in the left leg. Treatment was unsuccessful while the patient was on his/her back. The guide wire was removed and the patient was flipped over onto his/her front. The guide wire was used again to access the popliteal artery in a retrograde approach with the guide wire in a subintimal plane. Another company's catheter was advanced over the guide wire with no notable resistance felt. At this time, the guide wire was noted to have separated approximately half way down the guide wire, in the patient, where it remains. No attempts at retrieval were made as the flow of blood was not compromised. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - returned devices where the guide wire separated typically shows that guide wire damage of this nature may happen when the core, shaping ribbon, or tip is subjected to tensile or torsional loads beyond its design limits causing separation. A guide wire being over pulled/over torqued would require the tip to be trapped within the anatomy or another device creating the required forces to damage the guide wire. The lesion was 100% stenosed which may have trapped the guide wire tip. Possibly after the first use, the guide wire may have become damaged, and when used in the body the second time caused further damaged. A conclusive cause for the reported experience cannot be determined.